Manufacturer narrative:
One osseotite® implant 3.75 x 11.5mm was returned for inspection. A visual inspection confirmed the implant was fractured. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product. The following sections have been updated: date of this report. Device expiration. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was fractured and removed. Tooth location 15.